Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Upon insertion, the patient experienced bleeding. The bleeding continued for 12 hours even though the patient and spouse applied pressure on it. The spouse contacted emergency medical technicians (emt) and the patient was taken to the emergency room around 8:00 am on (B)(6) 2024. The nurse there took a bg reading which was 300 mg/dl and there were no cgm readings documented (the patient couldn´t remember). The patient was treated with insulin and underwent blood transfusion and was discharged around 4:00pm same day on (B)(6) 2024. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - impact code - f2302 blood transfusion.